Event description:
It was reported that during a fistulagram, the balloon burst and upon removal of the catheter, it was noted that the distal tip and 1/2 of the balloon had broken off and lodged in the pt. Pt was transferred to another facility for removal of the indewelling piece. No further complications were reported.